Event description:
It was reported that there was noise on the right ventricular (rv) lead that was sensed and resulted in inappropriate anti-tachycardia pacing and shock therapy, along with multiple non-sustained ventricular episodes. The rv pace impedance was also greater than 2500 ohms. At this time the rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).